Manufacturer narrative:
Clinical investigation: a likely temporal association exists between the liberty cycler and liberty cycler set and the patient's peritonitis event. However, there is no documentation currently available that indicates a causal relationship. The etiology of the patient's klebsiella peritonitis cannot be fully determined. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87212) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient was reportedly experiencing abdominal pain and drain pain. Subsequently, the patient developed observable cloudy urine and concomitant high blood sugars triggering medical evaluation. On (B)(6) 2017, the patient was diagnosed with klebsiella peritonitis. The patient was treated with the antibiotic ceftazidime intraperitoneal (ip) for approximately 3 weeks.